Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Device passed the displacement test. Device received with motor error alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform prime/compromised force sensor system test, excessive no delivery test and occlusion test or verify no communication due to motor error alarm.

Event description:
The customer reported via phone call that the insulin pump had motor error alarm during basal. The customer¿s blood glucose level was 252 mg/dl at the time of incident. Customer reported that the drive support cap was normal. Customer stated that the insulin pump was not exposed to high magnetic field. Customer did not reported motor position encoder error alarm. Customer stated that the insulin pump alarm history contains neither motor position encoder error alarm nor more than one motor error alarm within a 30 day period. Customer performed displacement test and it was passed. Customer stated that the insulin pump had rejected new batteries, random unexplained no delivery alerts, and random insulin pump failure alerts. Customer stated that the insulin pump passed motor error troubleshooting and it was working fine. The insulin pump will not be returned for analysis.